Event description:
Customer reported system will not image, technique goes to max. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface pcb. System operates as intended.